Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "customer reports that the ventilator device displayed fan failure". This occurrence was noticed at start-up during the booting process. There is no prior indication that something was technically wrong with the ventilator device. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. Fan got replaced. Service software successfully performed. The ventilator device passed all tests. Unit returned to service.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4).

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "customer reports that the ventilator device displayed fan failure". - this occurrence was noticed at start-up during the booting process. There is no prior indication that something was technically wrong with the ventilator device. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. - fan got replaced. Service software successfully performed. The ventilator device passed all tests. Unit returned to service.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "customer reports that the ventilator device displayed fan failure". - this occurrence was noticed at start-up during the booting process. There is no prior indication that something was technically wrong with the ventilator device. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. - fan got replaced. Service software successfully performed. The ventilator device passed all tests. Unit returned to service.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). ----------------------------------------------------------------------- hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d1, d4, g6, h2, h4, h11 ----------------------------------------------------------------------- follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the device displayed a "fan failure" alarm. No patient involvement. Consequently, the event did not cause or contribute to a death or serious injury to a patient. The alarm «fan failure» was confirmed through the logfile analysis. The root cause of the event was determined to be a defective fan component. The fan was replaced to correct the issue. Service software checks were performed in accordance with manufacturer specifications. The unit passed all functional tests and was returned to service. -----------------------------------------------------------------------